Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause of the excessive noise was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device would not run. During in-house engineering evaluation, it was determined that the device was not working, the electronic control unit (ecu) was damaged and had corroded contacts and water marks on it, the device made a rattling noise when running, some components were worn and the inside of the housing plate was corroded. The device also failed pre-tests for failed check the off/oscillation/on switch mode function, check the compatibility between colibri/small battery drive (sbd) and colibri ii/ sbd ii and check the function with electric pen drive (epd) console. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.